Manufacturer narrative:
According to the facility on (B)(6) 2026, the balloon was very difficult to inflate. It took a lot more effort than usual. The nurse attempted to inflate the balloon and met extreme resistance. They stopped and trialed inflating a balloon outside of the body and was still met with the same resistance. The nurse then proceeded to inflate it in the bladder. At this time, the resident began bleeding from the urethra. The issue was that the increased amount of force required to inflate the balloons skewed the nurse's judgement of whether the balloon was in the bladder or not. The bleeding resolved on its own. The resident returned back to baseline and is still utilizing a catheter. There was no further information. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2026, the balloon was very difficult to inflate. It took a lot more effort than usual. The nurse attempted to inflate the balloon and met extreme resistance.